Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she received a new patient programmer but believes that her antenna isn't working because she doesn't feel stimulation. Trouble shooting ruled out the antenna as the patient was able to connect and change their settings. However, even after turning all the way up to 9v the patient still did not feel stimulation. The patient is usually on group a at 3.70v. It was noted that the patient has adaptive stim enabled. The patient mentioned that they were experiencing a loss of therapy pain in the back of their legs. The patient was instructed to follow up with their health care provider for support. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the cause of leg pain and loss of stimulation was impedance changes. The hcp reported that they were able to cover painful areas with new stimulation programming. The hcp reported that troubleshooting was done by a manufacturer¿s representative and the patient was reprogrammed.